Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks due to noise oversensing. The patient was recently implanted with a left ventricular assist device (lvad) and a right ventricular assist device (rvad). Technical services (ts) was contacted, and ts discussed programming options. The s-ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks due to noise oversensing. The patient was recently implanted with a left ventricular assist device (lvad) and a right ventricular assist device (rvad). Technical services (ts) was contacted, and ts discussed programming options. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the patient received another inappropriate shock for double counting. The s-ICD system remains in service. No additional adverse patient effects were reported.